Event description:
It was reported in additional information received 28sep2025 that the flexible stiffener was in place with the trocar needle.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the trocar included in the ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove from the catheter during a percutaneous transhepatic cholangiodrainage (ptcd) procedure for a 76-year-old female patient. Prior to the procedure, the product packaging was opened for preoperative flushing. During this process, it was found that the trocar could not be withdrawn from the catheter despite multiple attempts. A new device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1 - phone number: (B)(6). H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 - annex g. Investigation ¿ evaluation. It was reported that the trocar included in the ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove from the catheter during a percutaneous transhepatic cholangiodrainage (ptcd) procedure for a 76-year-old female patient. Prior to the procedure, the product packaging was opened for preoperative flushing. During this process, it was found that the trocar could not be withdrawn from the catheter despite multiple attempts. A new device was used to successfully complete the procedure. It was reported in additional information received 28sep2025 that the flexible stiffener was in place with the trocar needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, specifications and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were completed during the investigation. One ultrathane drainage catheter was returned for evaluation with the stiffening canula and trocar still inserted. Difficulty was encountered during attempts to remove the stiffener and trocar from the catheter. Upon further examination, it was observed that the stiffening cannula was protruding through the distal tip of the catheter. By twisting the catheter end and applying backward traction on the stiffening cannula, removal was successfully achieved. Additionally, a dimensional verification confirmed that the catheter's inner diameter and the cannula's outer diameter were manufactured within specification. The blue flexible stiffener was not returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming products related to the reported failure mode. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ evidence provided upon review of the dmr, IFU, and device evaluation confirmed that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure without any design or manufacturing issues contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.